Event description:
I (B)(6) along with my husband (B)(6) have a lot of problems doing lasik surgery. Blurry vision, eyes sensitive to light, also he still have to wear his glasses because he can't see also a lot of migraines headaches. Cant see as I plan I always get black out for 2 min along with a lot of migraine headaches too, also I see lines in front of my eyes. My husband (B)(6)contacted them for let them know of our issues we both were having. They refuse to talk to us and don't want to fix the problem. Also this is lasik surgery. Lasik vision institute.